Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected episodes of noise and oversensing on both the atrial and ventricular channel. The device remains in use. No patient complications have been reported as a result of this event.